Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.00/+1.5/154 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6). Post-op, the ucva was good but there was glare. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk .explant date: na. Work order search: no similar complaint was reported for units within the same lot. (B)(4).